Manufacturer narrative:
H10. H3, h6: the device used during treatment was returned for investigation. The initial visual evaluation of the handpiece found that the strain relief had been pulled away causing damage to the internal wiring, resulting in an intermittent connection. The DHR was performed and the product met manufacturing specifications prior to being released for distribution. A complaint history review found similar complaints. The relationship of the device and the reported event has been established. The intermittent connection was due to the strain relief being pulled causing internal wire damage on the handpiece. The root cause of the reported event was due to misuse/user error.

Event description:
It was reported that handpiece connection keeps cutting in and out, eventually not being able to connect at all. After running a diagnostic test it says that the "system cannot connect to the handpiece". All cables were properly plugged in however it was noticed the cable connecting the handpiece seems to be broken/loose. There may be an issue with the cabling of the actual handpiece causing this problem.